Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The trend showed gradually increasing shocking lead impedance measurements. Subsequently, the lead was explanted and replaced with a new lead. The device was electively replaced as well. No additional adverse patient effects were reported.

Event description:
Additional information was received from the patient advocate that the lead observations, including explant, was a result of a lead fracture. No further information was available.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.